Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset procedure by technical support, which resolved the issue, allowing the caller to successfully start their sensor session.